Manufacturer narrative:
Event resulted in an at-risk patient requiring hip surgery after a hospital fall. Per the uf report, the stryker medical bed "bed exit" alarm did not annunciate when the patient exited the bed. The bed alarm, integrated to the rauland responder 3 nurse call system, did not annunciate at the nurse's station as well. Multiple attempts to contact stryker medical were unsuccessful in order to secure the results of stryker's investigation. In the absence of stryker's investigation, rauland contacted the responsible biomedical engineer and reviewed the results of the hospital's investigation.

Event description:
.